Event description:
(B)(4). Same case as MFR report #: 2134265-2010-02896, -02897. Same patient as MFR report #: 2134265-2008-02588, -02589, -02590, -02591. Same patient as MFR report #: 6000089-2007-01061, -01062, -01063. It was reported that following a coronary drug eluting stenting treatment procedure, the patient died. The patient presented with an acute myocardial infarction at the index procedure which treated the 95% stenosed, 3.5x12mm target lesion located in the distal right coronary artery (rca). Treatment consisted of predilation and the placement of three overlapping express2 coronary stents [2 (3.5x8mm), 3.5x16mm] resulting in 0% residual stenosis. In (B)(6) 2009, the patient was found laying on the floor in cardiac arrest with fixed pupils. Resuscitation was attempted but failed. Per the physician, the event was listed as "possibly related" to the study stents.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)